Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, and the user restored function by performing a restart. No adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device resumed normal operation after reboot, with no alarms or alerts reported. It was concluded that the event was consistent with a transient device malfunction that resolved with a restart.